Manufacturer narrative:
The subject product was returned to omsc for investigation. The investigation confirmed that the cutting wire was broken. The broken section was melted and burned. Approximately the coating on the cutting wire was missing for 10.5 mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected for the following items. The length of the pfa wire. The appearance of the pfa wire. The movement of the cutting wire. The general appearance. This type of damage is most likely related to the operator¿s technique. As the results of the investigation, omsc assumes that the damage of the coating and cutting wire occurred due to contacting with the metal part of the forceps elevator of the endoscope. The coating of the cutting wire was likely caught and tore by the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material."

Event description:
During est procedure, the cutting wire of all of the 3 subject devices broke. No patient injury was reported. As a result of investigation on the complaint devices performed on (B)(6) 2017, 2 of the 3 devices had a length of the cutting wire coating which was within the specification, and no damage. Thus, they are considered a non-reportable device. The other device had a damage of the cutting wire coating. The damaged part was burnt and melted. As a result of measuring the cutting wire coating length, it was about 10.5mm shorter than the specification limit. Therefore, this MDR is being submitted to report the event where the length of the cutting wire coating is 10.5mm shorter than the specification limit.